Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device follow up approximately four weeks post implant that the right atrial (ra) lead had dislodged. Lack of capture was noted and drastically decreased sensing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.